Event description:
It was reported that a piece of the blade of the cutting plier was broken during surgery and fell on the floor. The procedure was completed successfully by using a backup cutting plier from the hospital.

Manufacturer narrative:
Investigation in progress but not yet complete.